Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204, belt communication issue, code 107) has been confirmed. Upon investigation the trunk cable connector was cracked and the electrode belt was unable to securely connect to a monitor, causing the reported problems. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).